Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the communicator would time out and shut down automatically during connection lag issue. The handset got stuck at 70 or 90 and they needed to retry 2-3 times to get a bolus to work. The patient stated they were advised by a manufacturer representative (rep) to call and have the communicator replaced. The patient tried clearing the cache but was still having the same issue. An agent reviewed information and assisted the patient in deleting the data. The patient was then able to connect to the pump with no lag, and would call back when further assistance was needed.

Event description:
Information was received from the patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that it took a lot of time connecting to pump and delivering the bolus. The patient stated that the screen would get stuck at 70%-90%. The patient consulted with their healthcare provider, who redirected them the manufacturer to replace the communicator. Data was reviewed and the patient was assisted with deleting the data. The patient was able to connect to pump without lag. The patient will call back if further assistance is needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t02, serial: (B)(6); product type: 2201-mobile platform, brand name: synchromed; product ID: a820, serial: unknown; product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.